Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose was 410 mg/dl at the time of the incident. The customer changed the infusion set three times. The customer reported that they do not feel okay for troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.